Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was that the pilot valve was leaking. Additional malfunction was the on/off switch had a short circuit.